Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates it was reported that the patient was hospitalized on (B)(6) 2025 and got treated with intravenous (IV) drip. Blood glucose level was 250 mg/dl at the time of the event and was caused by bent cannula. The bent cannula was due to infusion set being inserted into the area which did not have sufficient subcutaneous tissue. The infusion set was in use for two days. Patient was found positive for ketone levels and ketone levels were found to be 7.26. The patient also experienced symptoms of vomiting and feeling sick. The length of hospitalization was greater than 24 hours. No further information available.